Event description:
Baxter affiliate in netherlands reports leak in cassette of homechoice set during use for apd therapy. Leak was identified in right final chamber of cassette by baxter service ctr. Per affiliate, no pt injury was reported.